Manufacturer narrative:
Insulin pump received with blank display, due to corroded battery tube. Insulin pump received with intermittent button response, due to corroded keypad traces. Unable to verify weak battery alarm or frozen screen anomaly, due to blank display. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the insulin pump had alarmed weak battery test. The customer was attempting to deliver a bolus, but the insulin pump would not allow them to get past a certain point. The customer's blood glucose was 280 mg/dl. The customer stated that the keypad was unresponsive and the display of the device was frozen. The discontinuation of the device was advised. Nothing further was reported.